Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code:per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault and the problem was resolved. Patient post-op best corrected visual acuity was 20/20 on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found pieces of the haptic missing. (B)(4)